Event description:
The customer reported via phone call that the insulin pump had a recessed drive support cap, ramping numbers and a no delivery alarm. Customer states they have been having problems filling the tubing. The customer also mentioned that his doctor keeps changing the settings on the pump. The customer mentioned that he had felt like they were drowning and breathing water through her nose. Troubleshooting was performed and the insulin pump was able to prime, no air bubbles were detected. The customer blood glucose level at the time of the event was 348 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.